Event description:
Related manufacturer reference number: 3006705815-2023-02108. It was reported that the patients lead was showing high impedances preventing the system from entering MRI mode. Surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000075441. The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.